Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The log file contained approximately 4 days of data ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). A no external power alarm was active from the first event in the log file (captured at 20:29:23 on (B)(6) 2021) until 20:29:37 on (B)(6) 2021 due to a loss of external power while connected to the mobile power unit (mpu); the events leading up to the loss of external power could not be determined as they were not captured in the log file. The log file also captured intermittent no external power alarms from (B)(6) 2021 at 21:50:28 to (B)(6) 2021 at 8:21:20 due to losses of power while connected to the mpu in which the voltage levels on both power cables instantly dropped to 0 v. The alarms resolved each time due to the voltages returning to their appropriate levels. The system controller backup battery provided power to the system during all losses of external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided indicated that the mpu ac power cord was coming loose from the wall outlet, which would result in no external power alarms. It was reported that the alarms resolved as the power cord did not come loose from the wall outlet anymore. It was also reported that no equipment would be returned for evaluation. The root cause of the no external power alarms associated with losses of power from the mpu appears to have been due to the mpu ac power cord coming loose from the wall outlet, per the provided information. Incidental findings: atypical voltages on mpu resulting in power cable disconnect alarms device history records were reviewed and showed no deviations from manufacturing or qa specifications. The mpu, serial number (B)(6) , was shipped to the customer on 18jan2021. Heartmate 3 patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard, no external power, and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the mobile power unit (mpu) power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to twist, kink, or sharply bend the mpu power cables and to carefully unravel and straighten the cables if they become twisted, kinked, or bent. Heartmate 3 instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿ subsection ¿using the mobile power unit¿ explains how to use the mpu, including how to connect the ac power cord. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate 3 patient handbook (rev. C) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. C) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including the mpu. These sections also inform the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted on (B)(6) 2021 and has had no external power alarms. The patient states that his alarms are happening when he is switching over powers to his mobile power unit (mpu). The patient is switching over one cable at a time. The alarms could not be recreated in clinic. A log file review was requested. During the analysis of the log files, technical services observed on 30jan2021, 31jan2021, 1feb2021, 2feb2021, and 3feb2021 no external power alarms. This occurred while attached to the mpu. This was caused by power to the mpu being interrupted. This may be due to the wall outlet or the mpu. The pump appears to be function as intended.